Event description:
It was reported that the tip of the large pointer was bent at the user facility. Patient involvement, procedure delay, medical intervention and adverse consequences are unknown. The user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that the tip of the large pointer was bent at the user facility. Patient involvement, procedure delay, medical intervention and adverse consequences are unknown. The user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
During failure analysis, the reported event that the tip was bent was confirmed through the visual inspection and production software. During the device evaluation, we were unable to determine what caused the bent tip. It is possible rough or improper handling led to the bent tip. The device was discarded by the manufacturer following evaluation.

Manufacturer narrative:
Device not yet returned for investigation.